Manufacturer narrative:
Returned device was received with cracked enclosure and tank cover. Customer installed line cord. Outdated pcb and power switch. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer is not alarming or lighting up. No adverse patient effects were reported.